Event description:
It was reported that the patient experienced driveline communication fault. No obvious damage to driveline was seen externally on modular cable. One spot was felt where there may be a ¿bump¿. A small nick was noticed in the patient side of the cable. It was not certain if it completely cut through the outer cover. It was patient induced as the patient used scissors in this area to cut tape. The system controller and modular cable were exchanged. No unusual events were recorded in the log files sent post the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was returned for evaluation following the reported event of driveline communication fault alarms. The reported driveline communication fault alarms are addressed under the modular cable investigation. The returned system controller successfully operated a mock circulatory loop for an extended period without any issues or atypical alarms produced. The submitted and downloaded log files capture the controller operating as intended. The reported event could not be correlated to an issue with the system controller. Per the hf complaint procedure a device history record review was not performed as the product performed as intended during evaluation. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an alarm and changed their system controller several weeks prior to this event (this information is covered under MFR number: 2916596-2025-03708). The patient did not come to the hospital until on (B)(6) 2025 when starting to ger alarms again. The patient disconnected and reconnected the driveline several times to reset the alarms. The backup battery was exchanged, and the controller date was set. The only alarms seen were the driveline disconnect and pump off alarms which were explainable by the patient's actions. The patient was monitored for a period of time after the battery exchanged, and no alarms or concerns were noted so the patient was sent home. The patient called through the evening with new onset of alarms. The patient was admitted to the hospital and that was when 10 instances of driveline communication fault were seen. On (B)(6) 2025, 29 instances were seen.